Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the display stayed blank but the touch buttons turned on. It was identified that the cause for the blank screen was due to a burnt transformer on the inverter board. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty cycler was blank upon waking up. The patient tried to reboot the cycler twice and only the ¿stop¿ and ¿ok¿ buttons lit up; however, turned off after a second and the screen never came back on. The patient stated that they thought the treatment had been completed. At that point in time, the technical support representative advised the patient to discontinue use of the cycler. The patient reported that they would revert to manual therapy and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient completed treatment using manual exchanges. The patient reported that the new cycler was received. Additionally, the patient reported that they have a hard time breathing during their bowel movements; however no medical intervention was required. The cycler was returned to the manufacturer and upon physical evaluation, it was identified that the transformer on the inverter board was burned.